Event description:
N/a.

Manufacturer narrative:
Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an air leak. Additionally, it was reported that the end user was unable to turn the knob for the helium tank. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4, g4, g7, h2, h6 (type of investigation), (component codes), (health effect-impact codes), h10, h11. Corrected fields: d11, h3, h6 (health effect ¿ clinical code). A getinge field service engineer (fse) was dispatched to the customer's site. The fse replaced safety disk due to age. The fse then performed preventative maintenance (pm) with all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.